Event description:
It was reported that two weeks after pump implant the patient developed an infection in the pump pocket. The reporter stated that the pump pocket was filled with pus. The patient was currently in the emergency room (ER). The reporter stated that the patient was large and was diabetic and had a lot of co-morbidities. The reporter stated that the physician was "obviously going to try explant the pump" and mentioned possibly tying off the catheter and leaving the catheter implanted since there was no visible infection in the spinal site at this time. The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information indicated the patient had meningitis with symptoms of fever, pain, incisional wound opening, and meningeal signs and symptoms. The patient's entire system was explanted, and they were noted to have received both IV and oral antibiotics. The infection was noted to have resolved. The medication used within the system was baclofen. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).